Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during an insertion of mid-urethral sling and cystoscopy procedure performed on (B)(6) 2020, for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient had experienced an unspecified injury. Post-operative findings showed that the patient had a central obesity, an absent uterus and no prolapse. Also, post-procedure cystoscopy showed no evidence of bladder perforation.